Manufacturer narrative:
Device eval: the device has not been received for eval. A review of the device history record did not reveal any exception documents. Device history record was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed.

Event description:
The rotating valve breaks when injecting contrast at 800 psi. No report of harm or injury.